Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The approximate age of device: 1 year and 10 months. Device evaluation: a specific cause for the observed kink in the outflow graft could not conclusively be determined through this evaluation. The patient was routinely transplanted and no issues related to the device or device therapy were reported. The pump was returned assembled with the pump cable severed approximately 9.5 inches from the pump housing. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief properly engaged. The apical cuff was returned properly secured with the fully engaged cuff lock. Examination of the inflow cannula revealed a well-adhered, white, tissue-like deposition that appeared to have formed over the proximal edge of the cannula. The deposition appeared to have obstructed a small portion of the inflow, but there was no indication that flow was impacted as the interior textured surface of the inflow cannula revealed no depositions or thrombus formations. A specific cause for the formation of this observed tissue could not conclusively be determined. Visual inspection of the outflow graft revealed a length-wise kink. The tissue accumulation on the exterior of the graft (outside of the blood flow path) appeared to have formed around this deformation, suggesting that the graft had been kinked for an undetermined period of time while the device was supporting the patient. A specific cause for the observed kink in the outflow graft could not conclusively be determined through this evaluation; however, no device-related issues were reported. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2018, the patient was routinely transplanted and no issues related to the device or device therapy were reported. During investigation of the returned pump, kink in the outflow graft was observed.